Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted:(B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 01-sep-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that last night, they saw a wire from where their implant was, so they called their doctor. This morning, the patient had an MRI done, so they activated MRI mode. Patient added that when they deactivate their MRI mode and increase the stimulation, they don't feel anything. Patient mentioned that they always feel the stimulation but now, even if they increase the stimulation, they don't feel it. Patient said that they were getting an error message when switching programs. Agent walked the patient through in connecting to their ins. Patient said that they increased the stimulation and confirmed that they already felt it. Patient will monitor symptoms.